Manufacturer narrative:
Battery pack (B)(4). Monitor (B)(4): (B)(4) 2010, (B)(4) 2009. Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Device eval of monitor (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon receipt, the monitor was found to have a loose pin (pin 5) on the battery connector (j1). The j1 component is the 2mm 6-pin plug connector located on the monitor's biphasic defibrillator pca board. The root cause of the loose pin cannot be positively identified, but was likely caused by forcing a battery pack into place while the contacts were misaligned. No adverse event resulted from the defective battery pack and monitor. The pt received a replacement battery pack and monitor.

Event description:
The husband of a (B)(6) female pt contacted zoll lifecor customer support to report that the pt's battery indicator light goes blank after 20-30 minutes. The pt was sent a replacement monitor, battery charger, and two batteries.